Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was dark and unreadable, buttons were sticky and were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.